Manufacturer narrative:
This supplement report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure, ¿couple ring is detached¿ was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deposits on the head unit and cable unit peeled off which resulted in water tightness lost. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been eight years since the subject device was manufactured. Based on the results of the investigation, the cause was traced to a component failure. Because coupler unit is loosened, the coupler cannot be locked smoothly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had a detached coupling ring. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported, the subject device had a detached coupling ring. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.